Event description:
It was reported that the subject coil pre-detached in microcatheter during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.